Manufacturer narrative:
(B)(4). Insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Insulin pump received with cracked case on the back at the battery tube area and belt clip rail case corner. Insulin pump received with missing display window cover and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the back of her pump. Customer's blood glucose value was 12.6 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.